Event description:
It was reported that prior to use with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the stopper was found to be pushed into tube. The following information was provided by the initial reporter: it was reported that the inner, grey stopper was found to be pushed half way down into the tube.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 5 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for defective stopper molding with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective stopper molding through a corrective and preventive action (CAPA#796739). H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the stopper was found to be pushed into tube. The following information was provided by the initial reporter: it was reported that the inner, grey stopper was found to be pushed half way down into the tube.